Manufacturer narrative:
Device not yet received for evaluation.

Event description:
It was reported that during the procedure the stent (subject device) deployed prematurely in the catheter. The device was replaced and the procedure was completed successfully. There were no clinical consequences to the patient.

Manufacturer narrative:
The device was returned and the lot number was not confirmed because the packaging was not returned with the device. During visual inspection, the stent was returned deployed and intact. The introducer sheath and delivery wire were not returned. Functional testing was not performed because the defect was confirmed visually. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. As per the available information the device was prepared as per the dfu and continuous flush was maintained throughout the clinical procedure. The stent was returned deployed and was found to be intact. An assignable cause of procedural factors will be assigned to the reported/analyzed event of the stent deployed prematurely during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure the stent (subject device) deployed prematurely in the catheter. The device was replaced and the procedure was completed successfully. There were no clinical consequences to the patient.